Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Please note attached list of additional devices implanted in patient; gore tag thoracic endoprosthesis lot#04322590 and lot#05034431.

Event description:
In 2007, this patient was implanted with two gore tag thoracic endoprosthesis to treat a dissecting thoracic aneurysm. Seven months later, this patient was implanted with a third gore tag thoracic endoprosthesis to treat a proximal type I endoleak. The reintervention was successful and the patient is doing well.